Manufacturer narrative:
In use at the time of the event: cgm model: unknown. Mobile os: unknown / unknown / unknown.

Event description:
A malfunction was reported on the pump, after patient underwent CT scan while wearing pump. There was no reported adverse impact to the customer¿s blood glucose level. Technical support provided pump reset information, as patient was unable to complete the troubleshooting steps at the current moment. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no response was received.